Event description:
A us distributor returned a patient's electrode belt had a damaged connector.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins) has been confirmed. Upon investigation, the connector pin was missing on the belt trunk cable. The root cause for the damaged pin was excessive force. No adverse event resulted from the damaged electrode belt.